Event description:
It was reported by the customer that during use, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. It was reported that catheter inspection was caused by ruptured balloon. There was no patient harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse confirmed that no blood was present and the device was returned to the hospital. A functional check was performed based on the inspection record sheet, and the results were good.the balloon was replaced and it was continued using the same pump.

Manufacturer narrative:
Event site name: (B)(6) hospital.event site postal code: 5108567.upon completion of the investigation into this event a follow up report will be submitted.